Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.